Manufacturer narrative:
(B)(4). Date sent to FDA: 12/22/2020. H3 analysis summary: it was received for analysis an empty opened labeled winding former and a dispensed needle-suture of product code sxpp1a301. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The needle was noted with marks that appear to by use of surgical instrument. The suture was examined along of the strand and no breakage could be observed; however, some barbs present damaged and body fluids and the fixation tab was broken at a side. The manufacturing records couldn't be reviewed as the batch number is unknown. This report is being submitted pursuant to the provisions of 21 cfr, parts 4 and 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what tissue was being approximated or sutured when it broke? No further information is available. What was used to complete the procedure? No further information is available. Lot number? No further information is available. No further information will be provided. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a persistent postural-perceptual dizziness procedure on(B)(6) 2020, and a barbed suture was used. During the procedure, the suture broke immediately as it passed through the tissue. There were no adverse patient consequences reported. Additional information was requested.